Event description:
The customer contact reported the pt received more medication than intended. At an unspecified time, primary line of device was programmed to deliver normal saline, at a rate of 100 ml/hr. The secondary line of the device was programmed parameters were provided. It was reported that 1 hour and 30 minutes after the delivery was started, it was noted that the entire container of insulin had been delivered. The customer contact reported the pt's blood glucose level was being monitored throughout the delivery of the insulin and remained in the range of 200-300 mg/dl. No specific blood glucose levels were provided. The device was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicates on (B)(6) 2014 at 0230, line a was programmed to deliver at a rate of 400 ml/hr, with a vtbi (volume to be infused) of 841.5 ml, for a duration of 2 hours and 6 minutes, and the delivery started. At 0231, line b was programmed in the concurrent mode to deliver insulin 100 u/100 ml, at a rate of 5 ml/hr, with a vtbi of 101 ml, for a duration of 20 hours and 12 minutes. At 0300, line b was sopped with a vi (volume infused) of 2.4 ml. At 0301, the device alarmed for an n186 (distal occlusion delivery) and line b delivery was restarted. Between 0309 and 0319, the device alarmed for two n250 (door open while pumping), two n102 (infuser idle for 2 minutes), one n101 (no action alarm), and line a and b deliveries were restarted. At 0337, the device alarmed for n230 (proximal air backprime) and the alarm was silenced. Between 0339 and 0344, the device alarmed 3 times for n102. At 0345, the device was turned off. A review of the history indicates the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.